Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the ipg was relocated, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. It was found the ipg had flipped and is now perpendicular to the patient's body. As a result, the patient will undergo surgical intervention to address the issue.